Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to ventricular arrhythmia which needed fibrillation treatment or cardioversion as a treatment. Fibrillation treatment was then performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and (B)(6) cannot be conclusively determined through this evaluation. The patient had a prior history of cardiac arrhythmia/was implanted with an implantable cardioverter defibrillator (ICD) prior to ventricular assist device (vad) implant. The patient was discharged home on (B)(6) 2021 following a defibrillation procedure and remains ongoing on (B)(6). The heartmate ii left ventricular assist system instructions for use (rev. B) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 05feb2018. No further information was provided. The manufacturer is closing the file on this event.